Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, customer alleged pump did not delivery insulin properly. Customer either changed the infusion set or infusion set/cartridge to address the issue. Customer declined follow up from tandem technical support. There was no reported impact to customer's blood glucose.